Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and found where a component had burned on the board. The se replaced the direct current (dc) to dc printed circuit board (pcb) and updated the software to the current revision. The ventilator passed all testing per manufacturing specification and was returned to the customer. Medtronic conducted an investigation based upon all information received. The dc-dc pcb was received by medtronic for evaluation. Visual inspection noted minor thermal damage along the p1 connector and a blown c83 capacitor. Minor thermal damage was noted on the surrounding areas of the p1 and c83. It was reported that there was a burnt smell from the pb980 ventilator while in use on a patient. The reported issue was confirmed. The cause of the observed condition was determined to be blown c83 capacitor and thermal damage along p1 connector. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a burnt smell. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.